Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed with a known good battery the device was able to power on. Stryker replaced the eos and power pcb from the power module. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed parts. Stryker observed a shorted transistor on the eos which caused no ac operation and no dc battery charge. However, the cause of no dc operation could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.